Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image guide insertion tube of the flex videoscope had foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The instructions for use (IFU) states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the image guide insertion tube of the flex videoscope had foreign material. There were no reports of patient involvement.